Event description:
The device was used during a bowel resection procedure. Reportedly, the surgeon fired the first instrument and would not release. The second instrument was fired to release the first instrument and it also locked on tissue. As a result, the surgeon performed an ileostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.